Manufacturer narrative:
Upon receipt of the reservoir, cylinders, and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and the leakage test. The pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn down to the filament. Under microscopic observation, contamination of bodily fluid was found within the ms pump. The ms pump passed the leak test. To avoid damaging the test equipment, the ms pump was not functionally tested due to the contamination. Both cylinders were visually inspected, and leak tested. The first cylinder krt had a hole and leak from fatigue. The second cylinder passed visual inspection and the leakage test. Based on the information available and analysis results, the reported inflation issue and pump issue most likely occurred due to the fluid leak from the krt. Therefore, the conclusion code assigned to the event is cause traced to component failure.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not inflating properly. The pump would be pressed multiple times, would become hard, and then would no longer move fluid into the cylinders. A new device was implanted, and there were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not inflating properly. The pump would be pressed multiple times, would become hard, and then would no longer move fluid into the cylinders. A new device was implanted, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.